Event description:
The account alleges a nurse opened the package and connected the transducer to the monitor. Resetting to zero was unsuccessful for many times and signal was not stable. Ultimately it was changed new one by the same lot to complete the setting. No injury on patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.